Manufacturer narrative:
Due to lack of information it cannot be assessed if surgiflo haemostatic matrix kit with thrombin product code ms0012 is a contributory factor in the patient's post-operative status. This report is a repeat of MFR report # 3008478369-2018-00001 since the original MFR report was inadvertently overwritten by the importer for reporting a separate incident.

Event description:
Event description: severe back pain following a spinal surgery. The surgeon has performed an MRI and several exam, and nothing abnormal has been noticed. During a spince surgery, surgiflo has been used to treat bleeding. The patient was hospitalized for 16 days instead of 1 day planned. The patient was discharged with morphine. The physician was not accustomed for surgiflo use. Maybe he used more than necessary of the product or the product moved in the patient's spinal area. Ferrosan medical devices a/s reference no.: qn (B)(4). This event was originally reported as 3008478369-2018-00001. However, a maude search showed that this report number was inadvertently overwritten by the importer.